Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified venous anastomosis. A 8.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation at 18 atmospheres, the balloon ruptured. The device was aspirated and removed. The procedure was completed successfully with another 8x80 gladiator device. There were no patient complications reported.

Manufacturer narrative:
D4: lot number: corrected from 28872901 to 28764143. D4: expiration date: corrected from 02/14/2025 to 01/27/2025. H4: device manufacture date: corrected from 02/15/2022 to 01/28/2022. Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atm atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 25mm distally of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified venous anastomosis. A 8.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation at 18 atmospheres, the balloon ruptured. The device was aspirated and removed. The procedure was completed successfully with another 8x80 gladiator device. There were no patient complications reported. It was further reported that the balloon was inflated for 30 seconds.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified venous anastomosis. A 8.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation at 18 atmospheres, the balloon ruptured. The device was aspirated and removed. The procedure was completed successfully with another 8x80 gladiator device. There were no patient complications reported. It was further reported that the balloon was inflated for 30 seconds.

Manufacturer narrative:
D4: lot number: corrected from 28872901 to 28764143 d4: expiration date: corrected from 02/14/2025 to 01/27/2025 h4: device manufacture date: corrected from 02/15/2022 to 01/28/2022

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified venous anastomosis. A 8.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation at 18 atmospheres, the balloon ruptured. The device was aspirated and removed. The procedure was completed successfully with another 8x80 gladiator device. There were no patient complications reported. It was further reported that the balloon was inflated for 30 seconds.